Event description:
As reported, during an unknown number of procedures, unspecified flexor sheaths leak from the hemostatic valve when inserting "several" devices through the valve. Additional patient outcome information has been requested.

Manufacturer narrative:
Brand name: unspecified flexor sheath. Name and address- street: (B)(6). PMA/510(k) number = unavailable as the device lot number, rpn, and gpn are unknown. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Manufacturer narrative:
This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Information received 01apr2022 that the date cook was made aware of this complaint was 09mar2022, not 11mar2022 as originally reported. A section of the devices did not remain inside the patients. The patients did not require any additional procedures due to the occurrences. The patients did not experience any adverse effects due to the occurrences.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Summary of event: as reported, during an unknown number of procedures, unspecified flexor sheaths leak from the hemostatic valve when inserting "several" devices through the valve. A section of the devices did not remain inside the patients. The patients did not require any additional procedures due to the occurrences. The patients did not experience any adverse effects due to the occurrences. Investigation evaluation: reviews of the complaint history, manufacturing instructions, and quality control procedures were conducted during the investigation. The complaint devices were not returned to cook for investigation. Cook could not complete a review of the device history record (DHR) due to lack of lot information from the user facility. A global shipment search on the user facility and complaint device was performed but could not definitively determine the lot number of the complaint device. At this time, cook could not conclude that nonconforming product from the affected lot exists in house or in the field. Cook has concluded there is no evidence to suggest that the device was manufactured out of specification. A review of the instructions for use (IFU) could not be completed due to a lack of device information from the user facility. Based upon the available information and the results of the investigation, cook has concluded that a component failure unrelated to manufacturing contributed to this incident. The appropriate personnel have been notified and cook will continue to monitor for similar events. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.